Event description:
It was reported that the patient was experiencing snoring with sleep apneas possibly related to stimulation. The event was noted to be mild and has resolved. No other relevant information has been received to date.